Event description:
During ptca procedure, balloon ruptured in vessel. When removing ptca balloon from vessel balloon became stuck on strut of existing stent. Half of balloon was retained in the vessel.